Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Device UDI provided.

Manufacturer narrative:
Patient weight not available from the site. A field representative was onsite during the reported event, they were able to resolve the issue by rebooting the mobile view station (mvs). No parts were returned or replaced and no further issues were reported.

Event description:
A medtronic representative reported that during pre-op for a spinal fusion case, the mobile view station (mvs) stopped responding to user input shortly after attempting to use the field of view (fov) preview feature after an initial scout image was acquired. The mvs was rebooted and the preview feature was successfully used shortly thereafter. There was no delay to the case or impact on patient outcome.